Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to fluid loss from a puncture. A new 5.0cm aus cuff was implanted. It was further reported that three weeks prior to surgery the patient felt the cuff couldn't get tight enough around the urethra. The patient was doing well following surgery. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to fluid loss from a puncture. A new 5.0cm aus cuff was implanted. It was further reported that three weeks prior to surgery the patient felt the cuff couldn't get tight enough around the urethra. The patient was doing well following surgery. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to fluid loss from a puncture. A new 5.0cm aus cuff was implanted. Further information was requested and not yet received. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.